Event description:
It was reported that the user experienced recurrent low blood glucose events while using the ilet, associated with missed lunch meal announcements and subsequent correction dosing after small snacks that initially caused glucose elevations. Symptoms included lethargy, hypoglycemia, and hyperglycemia ranging from 46 mg/dl to 223 mg/dl. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, and a usage problem was identified related to missed meal announcements and an improper procedure for midday snacking. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error.